Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed as the helical retractor was found to have been damaged during use. The most probable cause of this occurrence is forces imposed upon the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reports that during a tif procedure, after placement of the third fastener, the physician attempted to retract the helical retractor so he could safely remove the device from the patient. The helical retractor was bent and became stuck at the end of the device after full retraction. The device was eventually removed from the patient, and a second device was used to complete this procedure.